Event description:
In an attempt at passing the beaver blade into the knee through the anteromedial portal, the blade broke and through multiple attempts the blade was washed into the posterior confines of the posterolateral margin of the tibial plateau over its posterior. Physician was unable to retrieve the blade. Pt arrived to ER in pain. Pt returned to surgery as an emergency and the blade was retrieved.